Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. The hcp reported that the patient came into a clinic not related to their pump therapy because they believed they were getting too much therapy. The hcp stated patient had symptoms of dizziness, unstableness, has had falls, light headedness, nausea but had not vomited. Patient also had concerns of a leak; patient was last refilled in june, next refill date was september 17th. The hcp stated they had not contacted managing physician and wanted to know how to proceed. Technical services recommended reaching out to managing hcp and provided contact information to national answering service (nas).